Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in capture threshold from 1.25 v to greater than 3.0 v and a decrease in impedance from 500 ohms to 300 ohms. The lead was explanted and replaced.